Event description:
Healthcare professional reported "ruptured and encapsulated", capsular contracture baker grade IV, "periprosthetic effusion", "significant increase in volume which increases every day", "tense seroma", "destroyed", "disruption of the prosthetic capsule", "foreign body type giant cell granuloma against silicone and xanthomatous inflammation". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and capsular contracture, baker grade IV.